Event description:
It was reported that the patient had been having difficulties lately. The patient had been having intermittent symptoms and a loss of stimulation from the right lead. There was a small kink and the healthcare professional (hcp) was watching that. The patient always had normal therapy when the hcp interrogated the stimulator in the clinic. The hcp had tried interrogating the stimulator while in different positions to reproduce the problem but had not been successful. The hcp planned to continue to try and reproduce the issue. The hcp believed there was something mechanically wrong with the stimulator. The device was interrogated on (B)(6) 2013. It was turned on from (B)(6) 2013 only. The patient was not seen on that date so the hcp found this ¿odd.¿ the diary was also reset that day. It was reviewed that the diary would not be reset just from turning the stimulator on. The intent of the call was to check on diary functions. It was also stated that the patient had been falling a lot in the past few months. The last time the hcp saw the patient he had a large bruise on his chest. It was further stated that the connector was kinked. The healthcare professional suspected intermittent stimulation due to the diary issues. A malfunction was suspected. The patient was seen on (B)(6) 2013 and it was found that the diary had reset to the last visit of (B)(6) 2013. It was advised that the reset of the calendar was expected. However, it was noted that the device was turned on (B)(6) 2013 and the programmer had not been used. The hcp stated that they attempted to set lower and upper limits but they didn¿t set properly. A company representative planned to create a file to send to the company for review. It was reviewed that the diary does clear after each clinician programmer interrogation. A suspected power on reset (por) was noted, perhaps intermittently. It was again stated that stimulation use was less than expected when the patient was using it 24/7. It was reviewed that the date change and diary info is lost with a por. It was further noted that impedances were fine when the patient met with the company representative. The file created and sent to the company revealed that from (B)(6) 2013 the ins was on 100% of the time. There were no por s in the por buffer, but it was noticed that the ins clock had changed. This may have happened at the last appointment, but it could also be an indication that the patient was perhaps doing something with the programmer. It was also noticed that the % used over the lifetime of the ins was about 59%. Obviously we can¿t be certain, but for the device to have been off almost 40% of the time, pors wouldn¿t explain why the device had been off almost 40% of the time. There was nothing in the file that was suspicious. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot # v006969, implanted: (B)(6) 2007, product type lead; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID neu_adaptor_acc, serial # unknown, product type accessory. (B)(4).